Event description:
Customer reported: no lumen in the plastic part connecting mask itself with the tubing, so there is no oxygen flow to the mask and patient cannot breathe. The nurses have found the problem before the patient was connected to the mask, therefore, there was no "medical incident" and they will not report the case to ca. Customer has discarded the 2 cartons he had except one unit that will be sent for evaluation. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). Device evaluation summary:one sample was received for evaluation and we visually confirmed the oxygen connector to be occluded. In reviewing the production record for the lot number listed, personnel reworked the production batch and failed to separate all potentially defective product. The probable root cause for this issue could be the core pin may have broken allowing the mold to product flash of the plastic material resulting in the occlusion. A project initiation is in place to prevent this type of error to occur again. This includes: a complete shot verification every hour. A complete shot functional test during each inspection period. Provide additional training to all personnel involved in the production and inspection when a broken pin occurs,documenting that the molding used to produce the o2 connector must start production with all 16 core pins complete and the implementation of a 100% go-no-go finished goods inspection using a mistake proof device.